Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update (B)(4) 2013 - litigation papers received. Litigation alleges pain, physical injury and bodily impairment. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to metallosis; elevated metal levels; copious amount of metal-stained fluid; metal-stained synovium throughout the hip; posterior wall of the acetabulum was quite thin.